Event description:
The technician alleged no trend function.

Manufacturer narrative:
The tech found the metal tab securing trend rod and tube assy in place bent out not holding assy in place and switches out of adjustment. He put tube and arm assy in place and secured, adjusted switches to resolve the issue.